Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that they were attempting to interrogate a new 977006 prior to a case. They initially got disconnected from the programming session. They attempted to reinterrogate and got a validation error with code 00 01 00 bb in the clinician application. The caller indicated that they already reinterrogated and connected to the ins without issue. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.